Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 10 months post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the valve failed due to stenosis. The patient presented with shortness of breath. Echo showed ejection fraction 50-55%, mean gradient 48, peak 98 mmhg and ava .6 cm2. The valve in valve was successfully performed with 23 mm sapien 3 ultra resilia. The patient is in stable condition.